Event description:
A pt reported blood glucose results of "340 mg/dl, 140 mg/dl, 127 mg/dl and 121 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.